Event description:
The customer's mother reported that the insulin pump had low suspend alarm. Customer stated that the insulin pump triggered threshold suspend with a sensor glucose of 169 mg/dl. Customer stated that the insulin pump was linked to my sentr and alarmed threshold suspend. Customer stated the event is no longer on the pump alarm history. Advised the customer to upload the insulin pump to (B)(4) but customer was unable to do it. Advised the customer to call back to review the history. Advised the customer if the insulin pump triggered a threshold suspend at 169 mg/dl it is a malfunction since highest setting for threshold suspend is 90. Advised the customer to monitor the insulin pump and call back if reoccur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).